Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, the atrial lead was possibly micro-dislodged while removing the right ventricular lead to implant a high power lead. After connecting the atrial lead to the device, slightly lower p-waves were noticed. The physician was not sure if he had moved the lead during the procedure and decided to explant and replace the atrial lead. During the laser removal of the atrial lead, the left ventricular lead dislodged. The physician decided to also remove and replace the left ventricular lead. No patient complications have been reported as a result of this event.